Event description:
The following was reported to hamilton medical ag: during start up to put vent on a patient. Vent turns on but won't pass the start up process, alarms while booting up continuously with emergency buzzer. Data partition defect is shown in the bottom right corner of the screen. Logs can not be obtained due to the vent not going through the whole boot process. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. Vent turns on but won't pass the start-up process, alarms while booting up continuously with emergency buzzer. Data partition defect is shown in the bottom right corner of the screen. No patient involved. The event did not cause or contributed to a death or serious injury to a patient. No log files were provided. No further feedback was received. No part was replaced, correction was unknown, and the exact root cause could not be confirmed.

Event description:
The following was reported to hamilton medical ag: during start up to put vent on a patient. Vent turns on but won't pass the start up process, alarms while booting up continuously with emergency buzzer. Data partition defect is shown in the bottom right corner of the screen. Logs can not be obtained due to the vent not going through the whole boot process. No health consequences or impact

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). UDI related data quality updates only: field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: during start up to put vent on a patient. Vent turns on but won't pass the start up process, alarms while booting up continuously with emergency buzzer. Data partition defect is shown in the bottom right corner of the screen. Logs can not be obtained due to the vent not going through the whole boot process. No health consequences or impact.